Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va00sw9, product type: lead: product type lead. Lot# v536705, lot# va15b0x. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the issue of the impedance was first notice at the office prior to the surgery being scheduled. The rep was unable to provide a date. It was reported that the patient had fallen and stimulation stopped after the fall. The physician who placed the original 3 leads is no longer in practice to verify. The leads were intact, not fragments. Three lead tips were in the foramen. All three had been tunneled to the pocket where the two ends were intact with the blue ends; the third was plugged into the battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the physician said impedance ranges were >4000 and the battery was at end of life (eol). In replacement surgery, it was determined there were three leads in the left side s4 foremen. All three in dwelling leads were removed intact and a new lead was placed. No symptoms were reported.